Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the thumb advancer deployment was completed, the clip was prematurely deployed and a 'click' was heard. The location of the clip after deployment was unknown. Hemostasis was achieved with manual compression and there is no reported adverse patient effects. No additional information was provided.